Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nitroglycerin set with duo-vent spike ¿popped apart¿ or "severed" during patient infusion. The reporter stated that the nurse involved in the event was interviewed, and no practice issues were found. There was no report of patient injury or medical intervention. Additional information was requested and is not available.